Event description:
The customer's wife reported that her husband received a reading of 210 mg/dl on their freestyle freedom meter which was higher than he felt. The customer experienced shakiness and had a seizure. The customer self treated with orange juice to help alleviate his symptoms; however, there was no report of third party medical intervention. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.